Event description:
It was reported that the lead exhibited high thresholds in the bipolar configuration. The device was programmed to the unipolar configuration and capture thresholds were within normal limits. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.